Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the marathon catheter encountered resistance at the distal section and broke. The patient was undergoing treatment for a spinal angio and embolization. It was noted that the patient's vessel tortuosity was mode rate. The access vessel was in the right groin with a 6mm diameter. It was reported that the physician injected onyx, and when they attempted to remove the catheter, they felt resistance and the catheter broke off at the distal end. A snare was used to retrieve the distal segment. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the catheter break/difficult removal was unknown. It was hard to determine if the catheter was trapped in the onyx or the vessel. There is an onyx cast in the vessel. The catheter broke off. Additional information was received reporting the original intended procedure was diagnostic spinal angiogram, right t11 spinal arteriovenous fistula onyx 18 embolization.

Manufacturer narrative:
Product analysis: ¿ as found condition: the marathon catheter was returned within a shipping box, a tyvek bio-pouch, and plastic bio-pouches. ¿ visual inspection/damage location details: the marathon catheter was returned separated into two segments. Onyx was found within the marathon catheter hub. The marathon catheter body was found separated at ~145.0cm from the proximal end of the catheter hub. The marathon catheter distal segment was measured to be ~21.5cm. The marathon catheter separated ends exhibited plastic deformation (necking, jagged edges) indicating the catheter likely separated due to tensile failure. ¿ testing/analysis: when compared to the product drawing, ~3.5cm of the marathon catheter was found to have not been returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.